Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed that both anchors were not received with the sling. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture had delaminated from the mesh. The dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. No functional abnormalities were noted with either introducer. Based on examination of the returned product the dynamic suture detached from the mesh while trying to implant. Information received indicated the altis anchor broke while placing the sling. No information was received indicating the location where the sling was implanted or the size of the patient¿s pelvis, which may have been contributors to the difficulty the physician encountered. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the anchor broke during placement. No other patient adverse events were noted.

Event description:
According to the available information, the anchor broke during placement. No other patient adverse events were noted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA: 000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.